Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited loss of capture and high capture thresholds. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and loss of capture were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and mechanical test were normal with no anomalies found.